Manufacturer narrative:
Date of event: (B)(6) 2020, date of the report: 25sep2020.

Event description:
It was reported to philips that the device was delivering 100% oxygen when set to 21. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed reports that with o2 connected, the unit continuously delivers 100%. The biomed reports that with the o2 disconnected the flow goes back to 21%. The biomed reports with o2 connected that the pneumatics screen reads average o2 of 58 lpm and the average air reads -43.7 lpm. The rse advised the customer to replace the o2 solenoid.

Manufacturer narrative:
G4: 19oct2020. B4: 20oct2020. The philips remote service engineer (rse) followed up with the customer on 16-oct-2020 who confirmed that replacement of the oxygen (02) solenoid resolved the issue and returned the device to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.